Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l75131, implanted: (B)(6) 2000, product type: catheter. Product ID 8709, lot# l75131, implanted: (B)(6) 2000, product type: catheter. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (concentration 50mg/ml; dose 15.996mg/day) and bupivacaine (concentration 2mg/ml; dose 0.6399mg/day) via an implantable infusion pump. Patient history included non-malignant pain. The patient presented to the hcp office on (B)(6) 2015 due to increased pain and she was unable to activate a pa bolus with her personal therapy manager (ptm); the bolus was unexpectedly declined. The pain was the patient's normal pain pattern but she was unable to give herself a bolus with the ptm. The patient saw her doctor and the reporter believed that some troubleshooting of the ptm was done but was not sure what. The doctor ordered magnetic resonance imaging (MRI) of the patient's thoracic spine and the results of the MRI were questioning a granuloma; however this was not clearly defined. The radiologist questioned a possible "artifact". The reporter inquired into other imaging that could be done. It was noted that the reporter was a physician assistant (pa) and the doctor was not in the office until (B)(6) 2015. The pa was to discuss options with the doctor. Patient and event outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.